Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from the patient that their device did not work. The patient reported it had gone off when they were at home and had to have surgery because of that. The patient also reported that a few months later, a lead wire was found to be faulty. The patient reported it was too risky to remove the lead so it was surgically abandoned. It is not known exactly what lead the patient was referring to. The patient then received a competitor product. There were no additional adverse patient effects reported.